Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2018. Philip's technical support advised the customer to replace the central processing unit (cpu). The customer stated that they have not had time to fix the cpu board. The customer requested that no further follow-up attempts be performed.

Event description:
The customer reported that the nurse call was not working and not reading ohms. The customer verified that the meter and cable had no issues. There was no patient or user harm reported. The event date was not specified; estimate used.